Event description:
It was reported that during a da vinci-assisted ventral hernia transabdominal preperitoneal (tapp) surgical procedure, the force bipolar instrument was locked onto tissue and did not release. The instrument release kit (irk) was used to remove the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint "locked onto tissue and did not release, release tool used". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grip opened and closed properly without getting stuck and was removed from the system without any issues. The instrument was fully functional. There was no problem detected.